Manufacturer narrative:
Follow-up #1: date of submission 10/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/21/2016 with the following findings:. Corrosion was observed on the battery cap, in the battery compartment and behind the display lens. The pump had no audible or vibratory features and the display screen was blank. The attempt to download the pump history and black box was unsuccessful. The pump could not be investigated.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump was beeping and that they didn't believe the pump was delivering insulin. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.